Manufacturer narrative:
Follow-up information received on 29-jun-2015 the patient's date of birth was updated. Previous gynecological interventions were denied. Chronic right lower quadrant pain was reported as previous gynecological problem. Cervical dilation sounding and general anesthesia were denied. Toradol 60 mg im was used as analgesia at time of procedure. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 150cc and procedure took less than 20 minutes. After insertion and before confirmation test, she used condoms. Hsg (hysterosalpingogram) was done on (B)(6) and showed that coils were in tubes and were occluded. On (B)(6) 2015 CT (computerized tomogram) scans were done and showed right coil appropriated placed and a left coil was in lower abdomen. Hospitalization was denied. Laparoscopy was done to remove left coil on (B)(6) 2015. Removal was not medically necessary; patient requested. During surgery, left essure device was free in abdomen in left lower quadrant. According to the physician, condition (pain) was not caused by essure; patient had right lower quadrant pain for several years prior to essure procedure the information that 5 coils were in the left tube and 4 coils in right tube were found on CT-scans done on (B)(6) 2015 was denied per physician. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and left essure device was seen anteriorly in the left lower quadrant (a long distance from the left fallopian tube). The previously reported event surgically removed, interpreted as medical device removal, was deleted. Patient underwent a laparoscopy in order to remove left coil. The reported event, interpreted as device dislocation, is considered serious due to medical importance and according to essure's reference safety information, the event is considered listed. In this particular case, it was reported that 4 months after essure insertion, a hysterosalpingogram was performed which result showed the coils were in tube and were occluded. The exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to the surgical intervention, hospitalization was denied. A review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Also, further ae case report has been received to date in relation to the reported batch, none of them referring also to a similar type of adverse event. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. The patient had essure placed the week before the date of report and had to have essure surgically removed over the weekend ((B)(6) 2015). Follow-up received on (B)(6) 2015: information received from physician states that a (B)(6)-year-old female patient who is not pregnant; had essure (lot number 893028) inserted for contraception on (B)(6) 2012. Physician informed that patient was in pain and, on (B)(6) 2015, she had a computerized tomography scan done. On both dates it was found that 5 coils were in the left tube and 4 coils were in the right tube. In addition, it was reported that the right essure device was properly placed in the fallopian tube. However, the left essure device was seen anteriorly in the left lower quadrant (a long distance from the left fallopian tube), and was adjacent to the medial aspect of the sigmoid colon. Health care professional surgically removed the essure on (B)(6) 2015. Ptc investigation result was received on (B)(6) 2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: lot number 893028 production date: 8/2011 exp date: 8/2014. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. 3 further ae case report has been received to date in relation to the reported batch , none of them referring also to a similar type of adverse event. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and left essure device was seen anteriorly in the left lower quadrant (a long distance from the left fallopian tube). The previously reported event surgically removed, interpreted as medical device removal, was deleted. The reported event, interpreted as device dislocation, is considered serious due to medical importance and according to essure's reference safety information, the event is considered listed. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident due to the surgical intervention. A review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Also, further ae case report has been received to date in relation to the reported batch , none of them referring also to a similar type of adverse event. Therefore, there is no reason to suspect a causal relationship to a potential quality deficit.